Event description:
Meter name: one touch profile, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symtpoms: sweats, urination, and dehydration. A patient reported they went to the doctor and was hospitalized due to the segments missing on the meter. Pt's otp meter had segments missing. The result on their meter was 123 mg/dl. The time difference between patient's meter and lab was unknown. Treatment was given. Unknown as to what treatment. This was customer's back up meter. Their other opt meter had a discolored display issue. Pt started using the back up meter---which had the missing segments. No further information has been reported.